Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device has not been previously returned for service. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 error code 133.6090. 8015 sn: (B)(4) customer wanted to know what is the cause for this error code. I explain to the customer that it could be two things that is causing this error. The first problem could be that you may need to replace the main speaker, this is the error code, however if you have replaced the main speaker then you have to replace the logic board. The customer said ok that he would change the main speaker first and then if the error continues then that's when he said that he would change the logic board. I explain to the customer that once he changes the logic board he has to do a p.m. The customer said ok and ended the call.